Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified vessel. A 1.50mm x 15mm emerge¿ balloon catheter was advanced for pre-dilation. However, during the first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.